Manufacturer narrative:
Review of manufacturing records indicates that the reported lot met all design and quality criteria. The returned complaint sample was found to be within spec and free of defect.

Event description:
User facility reports one incident of a blood leak at the connection between the venous catheter port and the bloodline patient connector. Staff tried tightening this connection and cleaning the connection, but issue did not resolve. A new venous line was set up to continue treatment. No patient injury or need for medical intervention is reported. MDR is filed for ebl =57 cc.